Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. Patient used acetaminophen, which is against user guide recommendations. The patient's father did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).